Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 165 mg/dl at the time of incident. The customer reported that they received motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal or bolus , fill tubing or fill cannula error. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer reported that self test and displacement test passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected hardware low-level failures alarm during testing however, hardware low-level failures alarm, variable 9, is located in the formatted history file due to a software error.